Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).

Event description:
During the preparation, it was reported that the axium implant coil prematurely detached. The procedure was completed with another device without issues. No patient injury was reported as a result of the procedure.